Manufacturer narrative:
The insulin pump was received with no esc and down button response due to unlocked keypad connector. The insulin pump was tested with a test keypad and no frozen display noted. The insulin pump also had minor scratched lcd window.

Event description:
It was reported that the buttons on the customer's insulin pump stopped working, she removed the battery and the screen became frozen. The customer replaced the battery and the insulin pump was still frozen with no advancement of time. The customer was advised to discontinue use and revert to a back-up plan. She was in the hospital due to gastroparesis and stress. Her blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)